Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2017 with the following findings: the delivered boluses were calculated for (B)(6), (B)(6) and (B)(6), the delivered boluses on each day match correctly the tdd bolus history. The pump history shows the pump was manually suspended on (B)(6) 2016 08:25 and manually resumed at 10:03. Manually suspended on (B)(6) 2017 08:54 and manually resumed at 09:52. On (B)(6) 2017 17:09 eaw-174- basal edit not saved was recorded, indicates the user attempted to edit the basal rate but did not select save. The pump boots to verify screen with audible and vibratory features. Manually performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history& bolus tdd history correctly showed 20.0u. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing..#6. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Battery compartment is cracked below the bumper pad. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 400 mg/dl with extreme thirst and symptoms of dehydration. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that: the pumps basal history was appropriate for the programmed basal rates. It was reported the total daily dose basal history did not match the active program due to know and expected causes: a cartridge change; an alarm; basal program edit screen accessed; prime menu accessed. It was reported the bolus totals in the total daily dose and the bolus history did not match. This complaint is being reported because the reported health event was attributed to a pump malfunction.